Event description:
Customer reportedly obtained results of 344mg/dl and 140mg/dl on the voicemate/advantage sys within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.